Event description:
It was reported the pt was experiencing soreness at the ipg site. The pt was prescribed a medicated patch. The medicated patch resolved the pt's issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.